Event description:
It was reported that the generator gets switched off on its own during operation during a laparoscopic colo-rectal procedure. There was no pt consequence. Unit returned to the international service center.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis site confirmed the customer complaint. The main pcb board and power supply were replaced to correct the issue. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.